Event description:
Additional info received customer stated that no further information related to the patient involved will become available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The investigation was conducted by the supplier. No problems or issues were identified during this device history record review. The reported failure mode was not confirmed. As such, a root cause could not be determined.

Event description:
Information received during a surgery on the back with the patient being in a prone position a smiths medical intubation/portex endotracheal tube 7.0 collapsed intraorally (approximately at the row of the teeth). The patient had to be re-intubated. The operation (scoliosis surgery) should be performed in abdominal position. Unknown if patient had a bite block in oral cavity and if paralyzed at therapeutic level. No further information was available other then patient was reintubated.